Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. The currently available engineering logs end on 2024-04-10 at 2:02am. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-01-30. Data for the suspected event date of 2024-04-08 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-04-05 at 2:10am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. The ilet report shows a "less than usual" lunch meal announcement was delivered at 8:40 am when cgm glucose was 115 mg/dl. Cgm glucose had been in range for several hours prior to the meal announcement. Cgm glucose begins to trend downward, going below range at 9:08 am and staying below range until the cgm sensor failed at 10:08 am, with a total of 50 minutes of available cgm data spent less than 54 mg/dl. Insulin delivery was suspended immediately after the meal announcement. Cgm glucose readings did not become available again until 3:50 pm, when cgm glucose is 320 mg/dl. The user entered a bg value of 452 mg/dl at that time. The ilet report also shows a significant majority of the meals announced by the user in the 14 days prior to the event were announced as "less than usual". No evidence of device malfunction was found in the engineering logs. The ilet appropriately triggered all low glucose related and cgm sensor related alerts throughout the event. These alerts were not acknowledged by the user until 3:34 pm. The ilet was not seen making basal requests for insulin delivery throughout the low event. Basal requests were not resumed until one hour after losing cgm signal; the ilet was operating in bg-run mode and had suspended the basal for the first hour of cgm downtime in response to the low cgm glucose. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report, and device logs, the ilet operated as intended on the potential event date. The hypoglycemic event reviewed on the suspected event date of 2024-04-08 was possibly caused by the user underestimating the carbohydrate content of their meal, resulting in excess insulin delivery relative to their insulin need. It could also be caused by the user's pattern of announcing most of their meals as "less than usual", causing the meal dose to adapt to be inappropriately large. In addition, the ilet is not indicated for use in people on dialysis. The user has stopped using the ilet.

Event description:
On 4/10/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring the assistance of ems. The user reported the event occurred "the other day". Based on review of the ilet report, it is likely the event occurred on 4/8/24; however, this was not confirmed. The user reported during the low bg episode that their bg went below 40 mg/dl, they lost consciousness, and their husband had to provide glucagon and call ems. The user was not hospitalized and reported they were conscious when ems arrived. The husband stated he used emergency glucagon because the user was unable to drink or eat rapid-acting carbohydrates. The user noted they had a previous low bg episode one time after dialysis and as a result started announcing all meals as "less." The cds explained why this action caused the ilet to adapt up her insulin doses. The user usually needs about 2-3u at a meal, but now the usual amount has adapted up to 6u. The user and cds elected to do a factory reset. The cds walked the user and husband through the ilet reset process. The cds reviewed meal dose adaptation guidelines, explained the importance of eating and announcing usual for the first few days, spacing out meals by 4 hours, and avoiding snacking in between meals. The cds re-educated the user and husband about responding to every low alert and treating right away. The cds confirmed all ilet alerts are on and turned on high. The husband stated they have more emergency glucagon on hand. The user stopped wearing the ilet on 4/13/2024 and does not plan to reconnect in the future. The user is on dialysis and believes this causes issues with their body and the ilet.